Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: "hand goes numb, fatigue, joint pain, insomnia, tingling, vertigo, muscle weakness, vision issues, weight gain, swollen lymph nodes, and breathing issues." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Patient reported "swollen lymph nodes." Additionally reported: "hand goes numb, fatigue, joint pain, insomnia, tingling, vertigo, muscle weakness, vision issues, weight gain, and breathing issues,". Device remains implanted. Right side.